Manufacturer narrative:
Installed hardware are matching with the ivista details. The customer was informed that the root cause was traced to the main electronics failure on this unit and the main electronics had to be replaced.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The log shows that series of errors are active together with tf 582 - i2c interrupt catched runtime exception. The last finding revealed that the main electronics should be replaced.

Event description:
The customer reported that alarm 300 - device in failsafe is active and the unit stop working. At this time, there is no information regarding patient involvement.